Manufacturer narrative:
Na

Event description:
It was reported by the customer to the field service center that the ventilator kept shutting off. It is unk if the ventilator alarmed or if it was on a pt when the reported problem occurred.